Event description:
Patient was revised to address loosening of the glenoid, possibly due to posterior escape of the humeral head.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information states the glenoid was loose, possibly due to posterior escape of the humeral head. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.